Event description:
The customer stated that the device did not display an etco2 waveform during a pt event. The customer reported that the event in data management was incorrect as it shows a waveform that does not alarm and alert the user. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer stated that the device did not display an etco2 waveform during a pt event. The customer reported that the event in data management was incorrect as it shows a waveform that does not alarm and alert the user. There was no report of negative pt impact. Review of the electronic event summary shows that there was a low and present waveform throughout the event. The users silenced the etco2 alarms which could explain why they were not alerted to a low value. The device was evaluated at philips and the device passed testing. The symptom was not duplicated. There was no trouble found. The device did not fail to meet specs and was working as intended. There was no malfunction of the device.